Event description:
During the surgical procedure, the arthrex surefire scorpion needle broke off at the notch, leaving the tip inside the patient. Fluoroscopic visualization of the tip was achieved, but despite efforts, staff was unable to retrieve the tip, which was embedded in the rotator cuff tissue. The arthrex representative stated he believed the handle was defective, which caused the needle to misfire/break.